Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (d4, d10, and g2). Additionally, to provide information revived through follow up (dl23468153-4). Although the actual lot of the product is unknown, olympus have confirmed that there are no products remaining at the facility that have not pre design changes in july 2023. Since the event occurred on october 13, 2023, so it was judged to be a complaint due to a design change product and an investigation was conducted. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the cause of the mucosal damage is caused by the following user operations: the scope was removed immediately after suction. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: -see warning column in 4.4 of the tjf scope manual ¿take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: -only apply suction when the endoscope is stationary. -after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided the following clarification regarding the reported event: mucosal tissue was observed on the tip of the device while in the sink. Three days later, mucosal tissue was found in the same sink. It was confirmed that it was the same mucosal tissue from the previous event (as noted three days prior) and not related to another event. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation as the device was discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the distal cover was removed from the scope during reprocessing, it was found that flesh was attached to it. More pieces of meat were found in the sink. The identity and details of the foreign material was unknown. The distal cover was discarded. There were no reports of patient harm.